Event description:
The customer reported that there was a generator error. The system shuts down when this occurs. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and the monoblock tube assembly. The system operates as intended.